Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported deployment issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a femoral artery. The distal and middle segments of a 5.5 mm x 200mm supera stent were successfully released, but the proximal part did not open fully. A post-dilation balloon and another non-abbott stent were used with overlapping region to the under-expanded supera segment. The final result was still sub-optimal. There was no adverse patient sequela and no clinically significant delay. No additional information was reported.